Event description:
The customer's most recent blood glucose (bg) level was 233mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure was identified regarding the insulin gauge issue. The occlusion alarm investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The occlusion alarm was cleared and the remainder of the bolus was successfully delivered. Additionally, it was reported that the customer received an inaccurate fill estimate after filling the cartridge. Reportedly, the cartridge was filled with 300 units of insulin and at the time of the call, the insulin gauge displayed 25 units. During troubleshooting, the customer declined to reload the same cartridge. The customer confirmed that a low insulin alert was set in place and that a cartridge change would be performed to address the issue.